Event description:
Patient reports having severe pain over last 16 years from having six stryker ray cages implanted. Patient believes that these cages were recalled but he was unable to respond to the recall back then.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
It was reported by the customer that 6 ray cages were implanted on (B)(6) 1997 and the patient is still experiencing pain. Two ray cages are meant to be used at each level and the ray cages are only indicated for use at one or two levels according to the instructions for use. Ray cages are not indicated for use at 3 levels. It was reported that the patient had 6 cages implanted indicating that this surgery was performed at three levels. This device misuse may have contributed to the reported event but no product specific issue has been reported or confirmed so the cause of patient pain cannot be determined. Conclusion: no x-rays or additional product information was provided for this investigation and the device remains with the patient. Therefore, the exact cause cannot be determined and is likely multifactorial in nature.

Event description:
Patient reports having severe pain over last 16 years from having six stryker ray cages implanted. Patient believes that these cages were recalled but he was unable to respond to the recall back then.